Event description:
Reportable based on device analysis completed on (B)(6) 2013. It was reported that crossing difficulty occurred. A 28mm x 3.00mm taxus element stent was advanced but was unable to cross the target lesion. The procedure was completed using an unspecified size promus element stent. No patient complications were reported and the patient's status is good. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: a visual examination of the returned device identified a break in the hypotube. The break was located at 143.2cm proximal to the tip. The proximal section of the break, including the hub manifold was not received for analysis. An examination of the hypotube found that the hypotube was severely kinked at the break site and was also kinked at various locations along its length. No issues were noted with the profile of the crimped stent, balloon and tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).